Event description:
A talent thoracic stent graft was implanted in a pt for the endovascular treatment of a thoracic aneurysm. Aneurysm and vessel morphology was not reported. The case went well and the devices were implanted; an archer wire was also used in the case. (MFR report # 2953200-2011-01533, 01535) following the case the anesthesiologist was having difficulties walking the pt; there was fluid collection in the mediastinum which could have been from a perforation in the aorta. The doctor has not confirmed that there was a perforation or its possible location. The pt was sent for a CT; there was a small fluid collection but nothing to be concerned about per physician. Later that night the pt was stable.

Manufacturer narrative:
(B)(4). Arterial trauma / dissection / perforation. Cause of event is unk, lack of info.